Event description:
Patient revised for pain. Determined the cup positioning could be improved and patient likely to be experiencing pain because of metal liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient revised for pain. Determined the cup positioning could be improved and patient likely to be experiencing pain because of metal liner. Doi (B)(6) 2009, dor (B)(6) 2011 (right hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4). Primary operative, written radiographic reports and two x-ray images were received. A review of the radiographic report agrees with the problem statement. The cup was reported as having an abduction angle of 57 degrees. This higher than recommended. A steep implant position can compromise the contact area in the bearing couple leading to increased wear which may result in pain. It is not possible to confirm if this was the case for this implant. Product error has not however been identified. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.